Manufacturer narrative:
Additionally, the investigation confirmed the reported malfunction, as the light guide (lg) bundle breakage that produced the error code displayed. Based on the investigation, the most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed error b30 and had no picture. The issue occurred during an unspecified procedure. There were no reports of patients¿ harm.

Manufacturer narrative:
Updated: b5, h11.

Event description:
Additionally, it was reported that the reported issue occurred during a diagnostic bronchoscopy procedure, during sedation and the device outside the patient. The procedure was not prolonged; however, it was completed with another similar device.

Manufacturer narrative:
Updated: b5, d8, d9, h2, d3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.